Event description:
Product problem: unable to retract jacket. It was reported that there was difficulty retracting the jacket. In the process the jacket broke at the lock knob. The device was successfully removed from the patient and a second device was used.